Event description:
At closing of the surgery, the neuro-monitoring technician proceeded to remove the neuro-monitoring needles. One straight needle was missing approximately 1cm of the needle at the right anterior femoral / groin area. The technician carefully examined the electrodes at the time of removal and noticed that the needle broke from the hub, most likely where the needle was soldered to the needle electrode wire. An x-ray revealed that the needle was located in the right groin area. The attending surgeon spoke with the patient's family for suggested removal of the retained piece of needle. However, the patient's family refused the suggested removal. No patient harm was noted at this time. Manufacturer response for neuro-monitoring subdermal needle electrode, twisted subdermal needle electrode (per site reporter). Spes medica came to facility to work with neuro-monitoring. Spes medica did a thorough product review. They did not find another occurrence for the product.